Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure the tissue pad on the device melted. Another device was used to complete the case with no patient consequence.